Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had issue with the fiber optic receptacle that doesn't register the aortic pressure wave forms. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site postal code: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Other contact person name: (B)(6). Other contact email: (B)(6) other contact phone number: (B)(6). Updated field: b4, b5, d9(return to manufacture date), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer fse evaluated the unit and found fiber optic connection on the front-end board was physically damaged. The fse replaced the front-end board and recalibrated the unit. All functional and safety tests were performed and passed. The failure analysis and testing department received the following part with a reported unit failure of broken pin for fibre slot. The fat dept performed a visual inspection and found that the pins of j5 connector are off from the pcb as illustrated in the picture. Due to the broken pins of j5 connector, the received front end pcba cannot be installed and investigated any further. Retaining the front end pcba board in the failure analysis and testing department per procedure. The most probable root cause per the dfmea is excessive external force or fatigue.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had issue with the fiber optic receptacle that doesn't register the aortic pressure wave forms. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d10.

Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) fiber optic connector doesn't register the aortic pressure wave forms. There was no patient harm.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5. Corrected data: e3, e1 (event site postal code), h6 (health effect ¿ impact codes).